Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt's monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon receipt the monitor was unable to power up. The cause for the inability to power up was no output from component u1003, a pld (programmable logic device). The root cause for the defective u1003 component cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.